Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the device was returned, but the cause could not be determined because based on the information obtained at this time, it is difficult to identify the failure phenomenon.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) within the (B)(6) region while reprocessing during leak testing involving pentax video ultrasound gastroscope model eg36-j10ur, serial number (B)(4). In the event reported, it was stated that air bubbles coming air bubbles were coming out of the connector box. The sales representative indicated that the connector box has a crack where the air bubbles escape from. Images were provided depicting a seam where the air bubbles escape from. The endoscope was repaired and returned back to the customer. The device passed a leak test, but bubbles were still seen exiting the defective ultrasound connector box. There was no adverse event reported with this complaint. No other information provided with this complaint. The investigation is in-process.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model eg36-j10ur-us is available in the USA with a 510k number k200090. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.